Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1707506) on 09-aug-2017. The most recent information was received on 18-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and mitral valve incompetence ('minor mitral valve regurgitation') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tubal ostium: difficulty visualising tubal ostium, which made placement of insert more laborious, but feasible" on (B)(6) 2005. The patient's medical history included neuritis and menopause. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mitral valve incompetence (seriousness criterion medically significant), the first episode of abdominal pain lower ("abdominal pain, continuous very deep, stabbing pain in lower abdomen / sometimes very sudden violent pain in abdomen"), the second episode of abdominal pain lower ("abdominal pain, continuous very deep, stabbing pain in lower abdomen"), chest pain ("chest and scapular pain"), musculoskeletal pain ("chest and scapular pain"), back pain ("lower back pain"), dyspnoea ("abnormal shortness of breath"), uterine spasm ("uterine contractions"), dizziness ("dizziness, feeling of being off-balance"), balance disorder ("dizziness, feeling of being off-balance"), micturition urgency ("frequent urge to urinate"), urinary incontinence ("difficulty holding back urine, leading to leaks"), vitreous disorder ("problem with vision, i.e. Premature aging of vitreous body"), alopecia ("hair loss"), tinnitus ("tinnitus"), ear disorder ("ent (ears, nose, and throat) problems"), nasal disorder ("ent (ears, nose, and throat) problems"), pharyngeal disorder ("ent (ears, nose, and throat) problems"), speech disorder ("speech disturbances"), fatigue ("chronic fatigue"), arthralgia ("joint pain in ankles"), pain in extremity ("pain in feet") and sleep disorder ("sleep disorders"). On an unknown date, the patient experienced anxiety ("anxiety"), loss of libido ("loss of libido") and procedural pain ("pain after essure removal"). The patient was treated with codeine phosphate;paracetamol (dafalgan codeine) and surgery (subtotal hysterectomy with adnexectomy on laparotomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, the last episode of abdominal pain lower, chest pain, musculoskeletal pain, back pain, dyspnoea, uterine spasm, dizziness, balance disorder, micturition urgency, urinary incontinence, vitreous disorder, alopecia, tinnitus, ear disorder, nasal disorder, pharyngeal disorder, speech disorder, fatigue, arthralgia, pain in extremity, sleep disorder, anxiety and loss of libido had resolved. The reporter provided no causality assessment for alopecia, anxiety, arthralgia, back pain, balance disorder, chest pain, dizziness, dyspnoea, ear disorder, fatigue, loss of libido, micturition urgency, mitral valve incompetence, musculoskeletal pain, nasal disorder, pain in extremity, pelvic pain, pharyngeal disorder, procedural pain, sleep disorder, speech disorder, tinnitus, urinary incontinence, uterine spasm, vitreous disorder, the first episode of abdominal pain lower and the second episode of abdominal pain lower with essure (ess205). The reporter commented: right tubal ostium: insert placed without difficulty. Six months after essure removal she recovered from the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: confirmatory after tubal obstruction. Diagnostic results: abdominal plain film on (B)(6) 2006, x-rays in (B)(6) 2007 and abdominal ultrasound on (B)(6) 2009. - lumbar-sacral-spinal x-rays on (B)(6) 2011. - examination on (B)(6) 2012. - pelvic ultrasound on (B)(6) 2013. - lumbar-spinal x-rays on (B)(6) 2013. - on (B)(6) 2015 on cardiac examination, abnormal shortness of breath and minor mitral valve regurgitation were observed. - in (B)(6) 2017 ophthalmological examination showed problem with vision, i.e. Premature aging of vitreous body on (B)(6) 2017 examination found nothing according to the doctor, sequelae of neuritis. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-sep-2020: new events were added: anxiety, pain after essure removal and loss of libido; event outcome added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2017. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and mitral valve incompetence ('minor mitral valve regurgitation') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tubal ostium: difficulty visualising tubal ostium, which made placement of insert more laborious, but feasible" on (B)(6) 2005. The patient's medical history included neuritis and menopause. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mitral valve incompetence (seriousness criterion medically significant), the first episode of abdominal pain lower ("abdominal pain, continuous very deep, stabbing pain in lower abdomen / sometimes very sudden violent pain in abdomen"), the second episode of abdominal pain lower ("abdominal pain, continuous very deep, stabbing pain in lower abdomen"), chest pain ("chest and scapular pain"), musculoskeletal pain ("chest and scapular pain"), back pain ("lower back pain"), dyspnoea ("abnormal shortness of breath"), uterine spasm ("uterine contractions"), dizziness ("dizziness, feeling of being off-balance"), balance disorder ("dizziness, feeling of being off-balance"), micturition urgency ("frequent urge to urinate"), urinary incontinence ("difficulty holding back urine, leading to leaks"), vitreous disorder ("problem with vision, i.e. Premature aging of vitreous body"), alopecia ("hair loss"), tinnitus ("tinnitus"), ear disorder ("ent (ears, nose, and throat) problems"), nasal disorder ("ent (ears, nose, and throat) problems"), pharyngeal disorder ("ent (ears, nose, and throat) problems"), speech disorder ("speech disturbances"), fatigue ("chronic fatigue"), arthralgia ("joint pain in ankles"), pain in extremity ("pain in feet") and sleep disorder ("sleep disorders"). On an unknown date, the patient experienced anxiety ("anxiety"), loss of libido ("loss of libido") and procedural pain ("pain after essure removal"). The patient was treated with codeine phosphate;paracetamol (dafalgan codeine) and surgery (subtotal hysterectomy with adnexectomy on laparotomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, the last episode of abdominal pain lower, chest pain, musculoskeletal pain, back pain, dyspnoea, uterine spasm, dizziness, balance disorder, micturition urgency, urinary incontinence, vitreous disorder, alopecia, tinnitus, ear disorder, nasal disorder, pharyngeal disorder, speech disorder, fatigue, arthralgia, pain in extremity, sleep disorder, anxiety and loss of libido had resolved. The reporter provided no causality assessment for alopecia, anxiety, arthralgia, back pain, balance disorder, chest pain, dizziness, dyspnoea, ear disorder, fatigue, loss of libido, micturition urgency, mitral valve incompetence, musculoskeletal pain, nasal disorder, pain in extremity, pelvic pain, pharyngeal disorder, procedural pain, sleep disorder, speech disorder, tinnitus, urinary incontinence, uterine spasm, vitreous disorder, the first episode of abdominal pain lower and the second episode of abdominal pain lower with essure (ess205). The reporter commented: right tubal ostium: insert placed without difficulty. Six months after essure removal she recovered from the events. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: confirmatory after tubal obstruction. Diagnostic results: abdominal plain film on (B)(6) 2006, x-rays in (B)(6) 2007 and abdominal ultrasound on (B)(6) 2009. Lumbar-sacral-spinal x-rays on (B)(6) 2011 examination on (B)(6) 2012. Pelvic ultrasound on (B)(6) 2013 lumbar-spinal x-rays on (B)(6) 2013 on (B)(6) 2015 on cardiac examination, abnormal shortness of breath and minor mitral valve regurgitation were observed. In (B)(6) 2017 ophthalmological examination showed problem with vision, i.e. Premature aging of vitreous body on (B)(6) 2017 examination found nothing according to the doctor, sequelae of neuritis. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-sep-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (B)(6) on 09-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and mitral valve incompetence ("minor mitral valve regurgitation") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left tubal ostium: difficulty visualising tubal ostium, which made placement of insert more laborious, but feasible" on (B)(6) 2005. The patient's past medical history included neuritis. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mitral valve incompetence (seriousness criterion medically significant), abdominal pain ("abdominal pain, continuous very deep, stabbing pain in lower abdomen / sometimes very sudden violent pain in abdomen"), abdominal pain lower ("abdominal pain, continuous very deep, stabbing pain in lower abdomen"), chest pain ("chest and scapular pain"), musculoskeletal pain ("chest and scapular pain"), back pain ("lower back pain"), dyspnoea ("abnormal shortness of breath"), uterine spasm ("uterine contractions"), dizziness ("dizziness, feeling of being off-balance"), balance disorder ("dizziness, feeling of being off-balance"), micturition urgency ("frequent urge to urinate"), urinary incontinence ("difficulty holding back urine, leading to leaks"), vitreous disorder ("problem with vision, i.e. Premature aging of vitreous body"), alopecia ("hair loss"), tinnitus ("tinnitus"), ear disorder ("ent (ears, nose, and throat) problems"), nasal disorder ("ent (ears, nose, and throat) problems"), pharyngeal disorder ("ent (ears, nose, and throat) problems"), speech disorder ("speech disturbances"), fatigue ("chronic fatigue"), arthralgia ("joint pain in ankles"), pain in extremity ("pain in feet") and sleep disorder ("sleep disorders"). The patient was treated with panadiene co (dafalgan codeine) and surgery (subtotal hysterectomy with adnexectomy on laparotomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, mitral valve incompetence, abdominal pain, abdominal pain lower, chest pain, musculoskeletal pain, back pain, dyspnoea, uterine spasm, dizziness, balance disorder, micturition urgency, urinary incontinence, vitreous disorder, alopecia, tinnitus, ear disorder, nasal disorder, pharyngeal disorder and speech disorder outcome was unknown, the fatigue and sleep disorder was resolving and the arthralgia and pain in extremity had resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, balance disorder, chest pain, dizziness, dyspnoea, ear disorder, fatigue, micturition urgency, mitral valve incompetence, musculoskeletal pain, nasal disorder, pain in extremity, pelvic pain, pharyngeal disorder, sleep disorder, speech disorder, tinnitus, urinary incontinence, uterine spasm and vitreous disorder with essure (ess205). The reporter commented: right tubal ostium: insert placed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: confirmatory after tubal obstruction. Abdominal plain film on (B)(6) 2006, x-rays in (B)(6) 2007 and abdominal ultrasound on (B)(6) 2009. - lumbar-sacral-spinal x-rays on (B)(6) 2011. - examination on (B)(6) 2012. - pelvic ultrasound on (B)(6) 2013. - lumbar-spinal x-rays on (B)(6) 2013. - on (B)(6) 2015 on cardiac examination, abnormal shortness of breath and minor mitral valve regurgitation were observed. - in (B)(6) 2017 ophthalmological examination showed problem with vision, i.e. Premature aging of vitreous body. - on (B)(6) 2017 examination found nothing according to the doctor, sequelae of neuritis. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3.454 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.